Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and stem loosening. Update rec'd 12/22/15 - litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. As a result, the patient has been experiencing severe pain, discomfort, inflammation in and around her implant.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/16/16- disc 334 pfs and medical records received. Pfs reported decreased range of motion and mobility, increased risk of dislocations/additional revision surgeries/long-term adverse health issues, and metal ion toxicity. Primary surgery reported there was a leg length discrepancy post-operatively related to contracture of soft tissue and muscles and post-operative radiograph reportedly showed protrusio acetabulum of native bone deep to the cup that is secured by a screw. Medical records reported clicking, small cyst, thickening of cortex, possible loosening of femoral stem. Revision surgical report noted the femoral stem to be grossly loose and mild metallosis of soft tissues. Lab results for metal ions greater than 7 parts per billion.

Manufacturer narrative:
No devices were returned to examine. A search of the complaints databases identified other reports against the femoral head and/or liner as well as the femoral stem. Per procedure, the liner/femoral head are exempt from device history record review. Review of the femoral stem device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).